Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm removed and replaced the inverter due to inverter light not illuminating the lcd screen. Once this was replaced, normal function returned to monitor. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported during an in-house training by a getinge clinical representative that the cs300 intra-aortic balloon pump (iabp) functioned normally however; the screen turned black and would not respond. The unit continued to function and respond to commands but the screen remained black. There was no patient involvement, thus no adverse event was reported.